Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as insulin flow blocked alarm. Customer¿s blood glucose level was 241 mg/dl at the time of incident and current blood glucose level was 458 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual shot. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.